Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) pulled out from the collar. There were numerous kinks in the hypotube and distal shaft, along with damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-feb-2017. It was reported that difficulty crossing lesion occurred. A guidezilla¿ guide extension catheter was used for percutaneous transluminal coronary angioplasty (ptca). During the procedure, when physician tried to place the device before the lesion, it could not be placed successfully due to calcified and tortuous target lesion. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed a complete separation at the collar with the polytetrafluoroethylene pulled out from the collar.